Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, high pacing lead impedance was observed. Lead was capped and replaced on 05 nov 2019. Patient was stable.